Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a prostar xl 10f device. When deploying the device, three needles presented at the hub. One needle with green suture was stalled in the barrel. The cardiologist successfully backed the needles down into the sheath. He then redeployed and three needles presented at the hub. He removed the three needles and extracted the fourth from under the barrel using hemostats. The three needles removed from the hub disbonded from the suture. The white suture was accessible, the green suture was not visible from the hub. The sutures and device were removed and an 11 fr. Sheath was inserted. Closure was achieved using manual compression. The pt recovered without incident.